Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 26-june-2015 , an fse performed on-site service. The main board, both valves for substrate and substrate syringe was replaced. Daily check performed, which passed. The system was turned off and restarted, test passed again. The most probable cause of the reported event was due to the main board failure.

Event description:
On (B)(6) 2015, a customer reported error ll (low lamp) with their aia-2000 analyzer. The customer reported that this issue was previously repaired. They are unable to run prl, prog, fsh, lhii and afp patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prog, fsh, lhii and afp patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.